Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported vent of mechanical issues cause by fluid loss due to a hole in the right cylinder could not be confirmed. However, the pump did not pass the 8lb activation test. Product analysis identified a pump anomaly. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders revealed both cylinders bodies had wear at folds. The kink resistant tubing (krt) of cylinder 1 was worn down to the filament; however, no leaks were found. The cylinders passed all functional tests performed. Visual and microscopical inspection of the pump identified the krt was worn down to filament but no leaks were found. Functional testing of the pump revealed the component did not pass the 8 lb activation test. Therefore, needing more than 8lbs of force to activate. These activation issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were repaced. Upon explant, fluid loss was identified due to a hole in the right cylinder. However, the cause for the hole was not detailed by the facility. During implant, a 12 cm component was tried but did not fit the patient due to a failure in measuring. Therefore, an 18 cm set was implanted. Following the intervention the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the existing cylinders and pump were replaced. Upon explant, fluid loss was identified due to a hole in the right cylinder. However, the cause for the hole was not detailed by the facility. During implant, a 12 cm component was tried but did not fit the patient due to incorrect measurement. Therefore, an 18 cm set was implanted. Following the intervention the patient was stable and improved.